Event description:
Note: no pt involvement. It was reported to boston scientific corp on march 26, 2009, that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6)2009. According to the complainant, during preparation, the jaws would not open, but would "flop" from side to side. There was no apparent damage to the outside of the package. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).